Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable creatinine plus ver.2 and urea/bun results for one patient sample. The initial results were creatinine: 10.81 mg/dl and urea: 77.3 mg/dl. These results were reported outside the lab. On (B)(6) 2015, the family physician drew a new sample from the patient and sent it to the lab. The results for this sample were creatinine 0.63 mg/dl and urea: 24 mg/dl. On (B)(6) 2015, the original sample was repeated. On the same analyzer, the creatinine result was 5.42 mg/dl and urea result was 53.1 mg/dl. On another analyzer at the site, the creatinine result was 5.36 mg/dl and urea result was 51.5 mg/dl. No adverse event was reported. The creatinine reagent lot number was 611889. The expiration date was requested, but was not provided. The urea reagent lot number and expiration date were requested, but were not provided. The field service representative stated that on the day of the event, the analyzer had technical problems with air bubbles or foam in the system and "the bulb had not been cooled". The bulb was exchanged and the air was removed from the analyzer.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. As no further events occurred after the service visit and the other clinical data for the patient were within the normal range, the root cause was assumed to be a combination of the hardware issues found during service and the fact that the primary sample tube was expired.